Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. . The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient presented to an emergency department for stroke like symptoms of left sided motor weakness. The inr in the ed was 3.4 and a head CT was negative for an acute intracranial process. The patient was transferred to (B)(6) for further evaluation and monitoring. A repeat head CT and cta at (B)(6) on (B)(6) 2016 was also negative for acute intracranial process and no carotid stenosis was found. Neurology was consulted and states that the patient might have had a small ischemic cva though the inr on (B)(6) 2016 was 2.9. There was no further work up needed per the recommendation of the neurology team due to resolving stroke symptoms. Of note, the patient had elevated wbc count on (B)(6) 2016 with no other symptoms and blood cultures pending. Patient was discharged home in stable condition with resolved stroke symptoms on (B)(6) 2016 and no residuals from the stroke. The patient was sent home on warfarin (inr 2-3), aspirin 325mg, and dipyridamole 75mg tid.